Event description:
It was reported that during a laparoscopic gastric bypass procedure, the (B)(4) was being used as the camera port and it was leaking. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 454 mg/dl, 528 mg/dl, 102 mg/dl, and 114 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.